Event description:
It was reported that the 4.0 x 28 mm vision stent delivery system (sds) was removed from the package without issue, and was advanced to the popliteal lesion. When the sds balloon was inflated, the stent was not seen on angiography. The packaging was checked and the stent was found in the protective sheath. There was no resistance noted during removal of the sheath. A new vision sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions, indication for use. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use (IFU) states that prior to using the multi-link vision coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Additionally, the IFU states that the multi-link vision coronary stent systems is indicated for improving coronary luminal diameter. Although a conclusive cause for the reported stent dislodgement can not be determined, there is no indication of a product quality deficiency.